Event description:
It was reported that during a low anterior resection the surgeon found that the knife did not cut through the specimen completely. Staples were found on the specimen but the donut just partially cut. The surgeon used double stapling to finish the case. Or time was extended by less than one hour. There was no patient consequence.